Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient started experiencing urinary tract infections after having their device implanted in (B)(6) 2023. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient was implanted with the vns on (B)(6) 2023 and it was activated on (B)(6) 2023. The patient was found to have recurrent utis so their device was disabled on (B)(6) 2024 and an indwelling catheter was placed. The utis are believed to be related to vns stimulation as the patient only began to experience these after the device was implanted but it was also noted that the utis could be related to external factors. The intervention taken includes: antibiotics, device disablement, indwelling catheter being placed and the patient will undergo urodynamic testing.